Event description:
Corgrip ng (nasogastric)/ni(nasointestinal) feeding tube retention system. Magnets on end of stylets faulty, had opposite connection, repelled instead of attracting. Was being used on a patient when discovered malfunctioning. This is the 3rd one of these we have had with this same issue in recent months. Pt: 4580. Device: 2912. Ref: mw5189951, mw5189952. This report captures corgrip. Sr ng/ni tube retention system #3.